Event description:
It was reported that a pt underwent a laparoscopic myomectomy in 2007. The device worked initially and the surgeon removed one fibroid. The device stopped suddenly after retrieving the first fibroid, and did not start again. The surgeon needed to make a larger incision and surgically remove the second uterine fibroid. The procedure time was extended approx two hours.

Manufacturer narrative:
Conclusion : the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.